Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in excellent condition. The customer stated problem was duplicated, the leak was intermittent when the tempcheck was plugged in. Installed tempcheck e5737 due apr 2022. Replaced the main block as a preventative measure. The cause of the reported problem could not be determined. No causes or potential causes to the customer's reported problem were found during the DHR review. UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Manufacturing site address is unknown. Premarket (510k) number is unknown.

Event description:
It was reported the device was leaking. No patient injury was reported.